Event description:
At the end of a pulmonary vein isolation procedure resistance was noted as the catheter was being removed. Once removed and inspected the wires beneath the spiral were exposed. There were no adverse patient consequences.

Manufacturer narrative:
One reflexion¿ spiral catheter was returned for analysis. The reported catheter shaft separation was confirmed. The shaft was fractured and detached proximal to the loop/shaft transition, exposing the inner components. The cause of the fractured and detached shaft is consistent with damage during use. A batch number was not included with the returned device so the device history record could not be reviewed to confirm manufacturing and inspection procedures.